Event description:
Caller reported that a pump malfunction occurred, but no notable events happened before the malfunction. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer was provided a replacement pump with updated software, instructed on using storage mode, and informed about steps for receiving the new equipment. The customer reverted to an alternative method of insulin therapy.